Manufacturer narrative:
Insulin pump was received with blank display due to burned electronic assembly. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, or excessive no delivery test due to blank display. Unit was received with burned motor assembly and keypad overlay. Insulin pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that she experienced a low blood glucose level. Customer's sensor glucose reading was below 40 mg/dl. Customer's blood glucose level was not reported. The customer placed the insulin pump in the microwave and started it up. The device was not returned.